Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to aneurysm enlargement. (B)(4).

Event description:
On (B)(6) 2010, this patient underwent an endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses. No issues were reported. The patient tolerated the procedure. On (B)(6) 2010, the patient was discharged. The diameter of the aneurysm was 46.0mm. On (B)(6) 2010, six month follow-up imaging showed that the diameter of the aneurysm was 48.0mm. No endoleaks were reported. The physician elected to monitor the patient. On (B)(6) 2012, two year follow-up imaging showed that the diameter of the aneurysm enlarged to 51.0mm. No endoleaks were reported. The physician elected to monitor the patient. Subsequent follow-up imagings showed no issues with shrinkage of the aneurysm to 46.7mm. According to the cro in (B)(4), no further information is available.